Event description:
Sudden onset vertigo with vomiting and hearing loss, vision disturbance. Spinning stopped after several weeks but I was left with balance disorder that I have never recovered from. Following this episode, I began to have other unexplained health issues/symptoms that have not resolved. I went from a healthy active working vibrant energetic woman to being unable to function. I lost my health and my independence. Approximately ¿2016 or ¿2017 routine mammogram showing breast implants were leaking. On (B)(6) 2019 breast implants were removed. I have been left disfigured. Vertigo, dizziness, hearing loss, brain fog, muscle weakness, balance disorder, vision changes, neck pain, shoulder and body pain, migraines, numbness and tingling, reoccurring rash, and itching armpits. Depression, suicidal thoughts, sense of impending death, anxiety, itching, skin crawling, scalp itchy/crawling, memory loss, dry red itchy eyes, trouble swallowing, constant throat clearing. Constant watery nasal drip, ear ringing and static noise, ear pressure and pain, random eyelid swallowing, extreme dry skin with odd rashes plus white pigment dots everywhere, repeated cycles, finger tips numb then painful skin peeling off in layers, fibromyalgia symptoms, autoimmune symptoms, headaches, extremely low blood platelets, irritated bladder, constant urination, unable to control bladder, sudden 40 pound weight gain no change with diet, sudden blood sugar drop with tremor, heart palpitations, burning esophagus pain, implant pain, severe contraction, wheezing when breathing out and coughing when taking deep breaths, bouts of bronchitis and respiratory symptoms, no longer able to tolerate heat, causes nausea, extreme dizziness, extreme joint pain elbows, knees and ankles, insomnia, night sweats.